Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an internal carotid artery lesion. An emboshield nav6 embolic protection system was advanced however resistance was felt while advancing the barewire to the target lesion and the distal tip separated. The physician used a stent to trap the separated tip against the carotid artery. An additional emboshield nav6 device was used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty advancing was unable to be confirmed as it was based on circumstances of the procedure. The reported separation of the barewire tip was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported difficulty advancing and separation of the barewire tip resulting in unexpected medical intervention to trap the separated tip with a stent appears to be due to circumstances of the procedure. It is likely that the resistance encountered during advancement was due to interaction with anatomical conditions and while advancing against resistance, the barewire tip became compromised resulting separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.